Event description:
It was reported that there was an air-in-line found 1.5 hours prior to planned disconnection. The flow of accuracy was -2.5%. There was patient involvement, and no patient harm/adverse event reported. Per reporter there were no notable defects with the referenced tubing and cassettes listed.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.